Event description:
The patient stated that she has been having large discrepancies between the sensor glucose and blood glucose readings. The patient reported that she was feeling low, and the sensor glucose read 259 mg/dl, but her blood glucose was actually 54 mg/dl. The patient was afraid that she might go into a coma due to this issue. The patient also reported that she was hospitalized recently due to this issue. The patient's blood glucose was 36 mg/dl at the time of the event. Troubleshooting revealed that the customer was calibrating twice a day, but now she calibrates four times a day. Also, found that the patient was wearing a sensor that expired on june 18, 2013. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 3004209178-2014-82055.